Manufacturer narrative:
(B)(4). Concomitant medical product: item# unk, unk stem, unk lot. Product has been received by zimmer biomet and the investigation is in process. Once the investigation is complete, a follow¿up MDR will be submitted.

Event description:
It was reported that stem inserter broke during implant impaction. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was able to be confirmed by visual inspection. Inspection identified that the blue handle sleeve had fractured. The fracture ran circumferentially through the dowel pin hole. The device shows wear and tear consistent with a potential field age of approximately 14 years. No other issues were identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report